Event description:
An allegation of one suspected false positives: an actor tested negative using a rapid home test and then tested in person with customer at the lab per usual before the matinee. When his results came up positive they had him test again. This actor had omicron early on in february and should still have antibodies. His negative test results came in about 1/2 way thru act one.

Event description:
An allegation of one suspected false positives. An actor tested negative using a rapid home test and then tested in person with customer at the lab per usual before the matinee. When his results came up positive they had him test again. This actor had omicron early on in february and should still have antibodies. His negative test results came in about 1/2 way thru act one.